Event description:
A peritoneal dialysis patient who reported that he was unable to connect to the first connection on the dialysis treatment set. There was no report of a patient injury. The patient will return one case of companion samples for an evaluation.